Event description:
Ureteroscopy under general anaesthia for left lower ureteric stone (calcium oxalate monohudrate 10 x 8mm). Procedure at 1,000mj, 5 hz. Fiber tip broke while fragmenting stone. No ureteric injury. Broken fiber retrieved and stone fragmentation and retrieval completed uneventfully.